Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they woke up the insulin pump was not on. It had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device had not been bumped or dropped. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.